Event description:
Phaco heating and corneal burn. A physician reported that a patient developed a severe phaco heating while undergoing a cataract operation. In 2002 the physician performed phacoemulsification and catract extraction on the patient's right eye. The patient's cornea was clear. During the operation the lens was removed, but no new lens was implanted. The physician explained that he created a narrow channel for surgery as usual. Constant irrigation was maintained with normal bss (buffered saline solution) while using the phaco machine (geuger). As he reached the lenticular nucleus, which appeared very hard in this patient, he was obliged to increase the energy of the phaco machine from 50% (normal) to 70-80%. As he reached inside the lenticular nucleas he noticed a severe frothing of instilled healon 5 and surrounding fluids. A phaco burn occurred. It was very difficult to finish the surgery, but he was able to extract the lens and to suture the tissue after complete removal of healon 5. According to the physician the cornea has now been harmed and it is markedly thinner directly on the incision of the cornea at 12 (degree). The patient also suffers from astigmatism; however they appears satisfied with the result of the surgery at the moment. The physician stated that he often uses healon, but it was the first time that he used healon 5. He felt insecure about the event, but he is a "convinced user" of healon. The patient has not yet recovered. The physician assessed the event as related to healon 5. Phaco burns, thermal burns, "cooked corneas" are a routine complication of phacoemulsification during cataract extraction. The causes are various and differ from case to case. The usual cause is not the product as much as the surgical ability of the doctor using the phaco machine. Phaco machines generate massive amounts of heat and they have a very advanced cooling system. It relies on the exchange of fluid around the tip of the hand piece. Any viscoelastic material has the potential of clogging the hand piece. All cataract surgeons are taught to go to position 2 on the phaco machine foot pedal before engaging the phaco hand piece. Position 2 starts the irrigation/aspiration flow around the tip assuring cooling of the hand piece. If the doctor goes to position 2 and does not see a flow, chances are the tip (and thus the cooling system) is clogged. If he continues at this point, the tip will over heat and possibly damage tissue. Other causes of phaco burns are small size of the corneal incisions, contact of cornea with the silicon sleeve of the phaco-tip, kinking of the phaco-tubing, sudden collapse of the anterior chamber and accidental contact of phaco-tip with the cornea. It is stated in the report that the surgeon increased the energy of the phaco machine from 50% (normal) to 70-80%, because the lenticular nucleus was very hard. This could have contributed to the severe heating of the phaco-tip and subsequent thermal burn. It is apparently routine in this country to train each surgeon on the use of the product directly in the operating room before the product is ceded to the user. Therefore it is presumed that healon 5 was used in the correct manner. Corneal burns are unlisted in the core data sheet for healon 5. A technical investigation been requested to qa. Therefore additional information is expected.